Event description:
Customer reported that the insulin pump has physical damage. Customer stated that the device has cracks; one on the screen on the right top corner and both sides next to the reservoir compartment. Customer also stated that every time she changed the battery; the insulin pump does a self test. Blood glucose 67 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.